Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention since the ipg was end of life, where the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Next course of action is undetermined at this time.